Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that some chemical was coming out of the syringe. No infection, sterilization, or disinfection occurred. The reported issue occurred during patient use, and no patient harm or adverse event was reported.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection showed that blood had collected near the top collar and leaked through the device. However, due to the used condition of the sample, it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. Functional testing was not performed. While the allegation was confirmed, the exact problem source could not be identified with any confidence, therefore no root cause determined. No further action will be conducted at this time. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.